Manufacturer narrative:
The field service engineer removed and cleaned the aspiration filters for procell and cleancell. He changed the pinch tubing and performed a measuring cell preparation three times. A specific root cause could not be determined based on the information provided. Loose procell aspiration tube filters in combination with low procell volume and/or aspiration of foam is the likely root cause.

Event description:
The customer reported that they received erroneous results for a total of five patient samples tested for intact human chorionic gonadotropin + the ss-subunit (hcgb). The customer initially found out about the issue because a physician did not believe in a result for one patient sample. All samples tested on the same date were repeated and four additional samples were determined to have erroneous results, making a total of 5 that were affected. The initial erroneous results for all five patient samples were reported outside of the laboratory. The first sample initially resulted as 467.2 iu/l. The sample was repeated on a different analyzer and resulted as 2997 iu/ml. The sample was also repeated on the same analyzer on (B)(6) 2014 and resulted as 3060 iu/l. The second sample, from a patient born on (B)(6) 1978, initially resulted as 31.93 iu/l. The sample was repeated on a different analyzer and resulted as 118.7 iu/l. The sample was also repeated on the same analyzer on (B)(6) 2014 and resulted as 121.3 iu/l. The third sample, from a patient born on (B)(6) 1983, initially resulted as 3969 iu/l. The sample was repeated on a different analyzer and resulted as 106067 iu/l. The sample was also repeated on the same analyzer on (B)(6) 2014 and resulted as 10000 iu/l accompanied by a data flag. The sample was diluted 1:100 and repeated on the same analyzer on (B)(6) 2014, resulting as 108362 iu/l. The fourth sample, from a patient born on (B)(6) 1990, initially resulted as 4890 iu/l. The sample was repeated on a different analyzer and resulted as 16319 iu/l. The sample was also repeated on the same analyzer on (B)(6) 2014 and resulted as 10000 iu/l accompanied by a data flag. The sample was diluted 1:100 and repeated on the same analyzer on (B)(6) 2014, resulting as 16236 iu/l. The fifth sample, from a patient born on (B)(6) 1986, initially resulted as 2569 iu/l. The physician requested a confirmation of this initial result. The sample was repeated on a different analyzer on (B)(6) 2014 and resulted as 10000 iu/l accompanied by a data flag. The sample was diluted 1:100 and repeated on a different analyzer on (B)(6) 2014, resulting as 103715 iu/l. The patients were not adversely affected. The hcgb reagent lot number was 17509803. The customer was asked, but did not provide the hcgb reagent expiration date.

Manufacturer narrative:
This event occurred in (B)(6).